Event description:
It was reported the pump had stalled and recovered after more than 2 hours. The logs were checked and the pump was replaced. The product issue was not resolved and the cause was not determined. The pump was being used to deliver dilaudid. The patient experienced pain in the whole body. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was later reported the patient did not feel like she had any withdrawal symptoms. The patient¿s pain was worse but it always got worse with cold weather. The pain had gotten worse in the past week or so. There was an alarm heard that telemetry did not confirm. The pump was filled on (B)(6) 2013 and it started alarming at 6:30am and went until 6:30pm that night and then it quit. It was stated this was on (B)(6) 2013. The patient then went to the doctor the next day and the doctor used the clinician programmer to check the pump battery life and it still showed 2 years left on the battery. On (B)(6) 2013 the pump started alarming again around 6:30pm and continued until 3:30am and was not heard since. The alarm was described as a triple beep like a police siren. The pump was being used to deliver dilaudid and an unknown drug. It was later reported there were two motor stalls, one on the 10th and one on the 12th. Each lasted for approximately 6-10 hours. The patient did not fall or have an MRI at that time. The patient was doing fine and the doctor was going to schedule a pump replacement the week of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l72778, implanted: (B)(6) 2000, product type: catheter. (B)(4).